Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation, chest pain, and "anxiety." Patient additionally reported "bii symptoms (headaches, insomnia, dry eyes, vision loss, dry skin, low libido, joint pain and brain fog)" deemed not device related. Record is for left side. Device remains implanted.